Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was higher than the cardiac resynchronization therapy defibrillator (crt-d) programmed high rate and lower than the crt-d low rate. The patient also experienced light-headedness and low blood pressure. The crt-d remains in use. No patient complications have been reported as a result of this event.